Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a device check one day post implant, the ventricular lead exhibited elevated capture threshold. An x-ray confirmed the lead dislodged. The lead was repositioned.

Event description:
New information indicated the patient was well post procedure.